Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels. Customer did not provide a bg value. Reportedly, elevated bg's are due to the customer being sick. Customer adjusted their settings to stabilize bg levels.